Event description:
Event was reported to caldera medical by an attorney. The patient has suffered infections, pain and swelling, reoccurrence of prolapse, and pain during intercourse. No further information has been provided.